Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used during an esophageal stent placement procedure on (B)(6), 2014 to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous and not pre dilated. During the procedure, the physician deployed the stent but while removing the delivery system, the catheter got stuck in the stent. A foreign body forceps was therefore used to remove the partially deployed stent and the delivery catheter from the patient. The procedure was completed with another ultraflex esophageal proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4): investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. With the information provided for this complaint the investigation concluded that product met the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited. Therefore, the most probable root cause classification is operational context. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.